Event description:
On february 25, 2008, the layer user/patient contact lifescan alleging that his one touch ultrasmart meter was reading inaccurately high compared to his feelings. The following info was obtained from the recorded call between the pt and the customer care advocate (cca). The day before in the evening, the pt was feeling "really low" so he ate an orange and a "bunch of carbs," including a piece of cake. It is unknown if the pt tested before and during his symptoms. At a later unspecified time, he checked his blood glucose and got "290 mg/dl something" on his meter. He knew the food would bring his blood glucose levels up, but did not think it would go up that high. He tested again at an unspecified time and it was "300 mg/dl something." As a result of the readings, he took extra 15 units of n insulin. At about 1am the next day, he felt "low" again, tested "300 mg/dl something" on his meter, which he felt the meter was reading incorrectly high compared to his symptoms. He stated, he typically feels sleepy when he is 200 mg/dl but claimed he was not feeling sleepy at the time. The pt did not elaborate what he meant by "low" and it is unknown what events led to his symptoms, such as his meals and activity levels. It is unknown if the pt treated his symptoms at this time. The cca went through troubleshooting with the pt and verified that the meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. The cca retrieved the pt's most recent reading of "251 mg/dl" from the meter's memory, which the pt claimed he obtained "not too long ago." He also stated, that he was feeling "low" at the time as well. The pt retested while on the phone and got "147 mg/dl." The cca asked the pt to run a control solution test on the phone and the result was within range. Replacement products were sent to the pt. The medical affairs specialist spoke with the pt on 03/20/08 to obtain additional info. He stated, he tested 3-4 times per day and takes insulin ("n"-usually 15 units twice a day and "r" based on how he feels). The pt was unable to recall what was reported to lifescan on 02/24/08; therefore, the mas was unable to obtain additional info regarding his inaccuracy allegations. It would have been helpful if the pt elaborated on his "low" symptoms, the timing of his testing and symptoms, and if his symptoms worsened after taking the extra 15 units of "n" insulin. Based on the provided information , this complaint is reported because the pt allegedly became "low" after taking an extra dose of insulin "n".

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.